Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.. The reported condition was verified. The device was found out of specification. The customer reported some of the buttons were not responding on first push, the run/stop button seemed to be the worst was confirmed during evaluation. Evaluation experienced that the key pad has a intermittent delay on some of the keys. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced some of the buttons were not responding on first push, the run/stop button seemed to be the worst. There was no patient involvement. No additional information is available.